Event description:
Pn 9/25/97 pt had port-a-cath inserted. On x-ray, tip was noted to be in svc-ra, at that time. A CT performed on 9/29/97 showed the tip to be in the rv. Repeat x-ray on 10/1/97 confirmed separation. Device was removed in special procedures.